Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported patient was in pain for a long time, implant was removed. Tooth site # 19. Patient is feeling much better, will try again in 5 months. Symptoms: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3â® with dcdâ® non-platform switched tapered implant 6 x 11.5mm (bnst611) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use and bone/tissue attached to external threads. Implant matched prints, was measured with caliper cal002c159 due date (B)(6)2023. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV) patient is a smoker. The reported device was located on tooth # 19 (universal) and was used for approximately 1 year, 4 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019010461). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019010461) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (bnst611). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.